Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8780 serial# (B)(4); product type catheter. (B)(4).

Event description:
It was reported two roller studies were performed on 2013 (B)(6) because, the patient was not seeing adequate therapy from the drug, which started about two weeks ago. A 0.1 micrograms (ug) bolus over one minute under single bolus mode and also a 0.2 ug over one minute was performed and no movement was seen with both tests. It was recommended to do .01 milliliter (ml) over one minute in prime bolus mode instead for the roller study. It was noted, the patient was having worsening spasticity. A third roller study was performed and was successful and they were able to see the rollers turn immediately. Following the roller studies, a catheter dye study was attempted. After accessing the catheter access port (cap) they were not able to aspirate. A surgery will be scheduled for the patient to explore the current catheter and a for possible catheter replacement. The pump was being used to deliver baclofen. Additional information received reported, the exact catheter issue was not discovered. An exploratory surgery/possible catheter replacement was being scheduled for this week. The date and time were not yet known. It was reported, the patient¿s dose was not changed and he was placed on oral baclofen until the surgery. The patient was ¿doing okay.¿ additional information received reported the catheter was replaced 2013 (B)(6). The existing catheter was removed and evaluated on the back table by injecting saline. There were no cuts or tears observed. Fluid passed through the catheter unimpeded. It was reported, ¿either nothing was wrong with the catheter or there was a kink that was not visible.¿ it was also reported, the patient¿s dose was decreased and that lioresal was used in the pump. It was noted the patient was ¿doing fine¿ and no further issues have been reported.

Manufacturer narrative:
(B)(4).